Event description:
The customer reported the generation of suppressed triglyceride (tg) patient results with no value, and suppressed total bilirubin (tbil) patient results with <0.1 mg/dl value, on their dxc 600 pro clinical chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the erroneous results for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a defective photometer lamp. The fse replaced the photometer lamp to resolve the issue. The beckman coulter internal identifier is (B)(4).